Event description:
Patient reported that the catalog number, printed on the strip vial, had scratched off. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.